Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there were deposits of fibrin or cells on the anterior surface of the lens and extending near the anterior rhexis margin. This occurred in the context of a normal anterior chamber cellular reaction after healing had taken place. Additional information has been requested.

Event description:
The same thing was observed in other patients also.

Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4).